Event description:
It was reported that a 6f celt device was attempted to use following a diagnostic angiography. It would not introduce correctly, meeting resistance upon introduction to the 6f sheath and subsequently shredded the sheath as it was removed. An attempt was then made to then use a mynx device to close the puncture, but that also failed to insert. The groin puncture was ultimately managed with manual compression.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported health consequences or impact for the patient associated to this event. The procedure was completed with manual compression. A search of the complaint's files identified one other report (for a different type of event) with the lot number: 943118 (cc-15-2024). The device was returned to vasorum ltd for examination. After completing the dimensional inspection, the device was tested and successfully deployed, demonstrating full functionality, including proper ejection of the implant. The device met all operational and performance criteria. Detailed examination under magnification, as shown in figure 3, confirmed that the implant exhibited no sharp edges, burrs, anomalies, deformations, or oversized characteristics that could account for the reported issues, such as resistance during introduction or sheath shredding. Unless the device was improperly handled or not used in accordance with the instructions for use (IFU), the described complications could not be attributed to the device itself. The returned terumo pinnacle sheath displayed significant damage i.e. Kinking near the proximal end of the sheath. Following detailed examination of the sheath, the most probable root cause of the observed damage to the terumo pinnacle introducer sheath was the application of excessive force during the introduction of the 6f celt acd device into the sheath that may have been bent, kinked, or otherwise compromised prior to or during the procedure. When the sheath is deformed or over bent, the device can bind against the lower edge of the sheath, creating resistance. No corrective/preventative actions will be taken at this time. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. This report is the final report being submitted by vasorum ltd unless requested by the FDA. A number of codes have been updated since the submission of the initial MDR report.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported health consequences or impact for the patient associated to this event. A search of the complaint's files identified one other report (for a different type of event) with the lot number 943118 ((B)(6)). The device has been returned to vasorum ltd for examination.

Event description:
It was reported that a 6f celt device was attempted to use following a diagnostic angiography. It would not introduce correctly, meeting resistance upon introduction to the 6f sheath and subsequently shredded the sheath as it was removed. An attempt was then made to then use a mynx device to close the puncture, but that also failed to insert. The groin puncture was ultimately managed with manual compression.